Event description:
It was reported a power on reset (por) message was seen on a recharger. The error code seen was an 'x' with por message 23. The por was successfully cleared. It was noted the battery was ''brand new.'' The device was not implanted at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).